Event description:
International affiliate reported an incomplete prime of the homechoice cassette. No pt injury or medical intervention was associated with this incident per the international affiliate.